Event description:
It was reported that t post dialtion of a deployed stent placed distal, which is contrary to instructions for use, and overlapping a proximal stent may have led to cornary perforation and a decrease in blood pressure. The stent delivery system was used to post dilate the overlapping segment to 20 atm, which is contrary to instructions for use. Reportedly, the reference vessel size was 2.5 mm to 2.8 mm, contrary to instructions for use. The pt was treated with a pericardiocentesis, was stabilized, underwent surgical repair of the coronary perforation, and was reportedly in satisfactory condition.